Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument sparked. A backup instrument of a different type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at the time of this report.

Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument (pn# 420205-16 lot# n10210607-873) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 2 hours and 46 minutes. The alleged event occurred on the 8th use of the instrument. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the primary failure of thermal damage to the bipolar yaw pulley between the grips, to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. No damage found to the conductor wire. The root cause is typically attributed to the mishandling / misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h10/h11 for follow-up information.